Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 5036257/5042735.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a full spinal cord stimulator (scs) system explant procedure. All explanted device components will not be returned as they were not released by the facility.